Event description:
Prior to a scheduled implantation procedure, this pacemaker was interrogated & was found in unipolar mode. The device was not used.

Manufacturer narrative:
In 2008, device was found in unipolar mode prior to implantation. The analysis on this device is pending.